Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a heavily calcified right common femoral artery (rcfa) using a prostar device via a 12fr or an 18fr sheath; however, unknown which sheath size was used on the rcfa, after an endovascular aneurysm repair (evar). Reportedly, the prostar device failed during deployment when pulling the needles through only two needles had deployed. The prostar device was forcefully removed from the groin and a cut down was performed. Hemostasis was achieved surgically. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the prostar device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided, the reported difficulties appear to be related to interaction with the patient calcification and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.